Manufacturer narrative:
Hill-rom technical support suggested isolating the inner and outer control boards on the left hand side rail. Per the hill-rom service manual the affinity® three birthing bed and affinity® four birthing beds require an effective maintenance program. We recommend that you perform semiannual preventive maintenance. Check the switches in the side rails to ensure they are functioning correctly. Also check for intermittent operation. It is unknown if the facility performed any other preventative maintenance on this bed. The account replaced the inner control board on the left hand side rail to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the hilow self ran when the bed was plugged in. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).